Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-jun-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number c22911 inserted on (B)(6) 2015 for sterilization. At the follow-up hysterosalpingogram (hsg), it was noted that there was a spillage of dye outside of the fallopian tube. The essure coil was also located outside of the fallopian tube. The current status of the patient was not provided to the sales consultant. However, she was currently scheduled to have to implant surgically removed. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c22911 (production date 08-feb-2014 and expiration date 28-feb-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur with the use of any medicinal product and is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at confirmation test (hsg) essure coil was located outside of the fallopian tube. The reported event, interpreted as device dislocation, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, including dislocation to distal fallopian tube or peritoneal cavity. Although, in this particular case, the exact mechanism of the event is unknown, considering its nature and close temporal relation with essure insertion (diagnosed at confirmatory hsg); causality with the suspect device cannot be excluded. This case was regarded as incident since, according to the physician, a surgical intervention was scheduled for device removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 06-aug-2015 from another physician: this physician stated that during insertion (probably on (B)(6) 2015) there was a perforation. The patient was scheduled to have it removed in the hospital in (B)(6). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at confirmation test (hsg) essure coil was located outside of the fallopian tube. Another physician stated that perforation during insertion occurred. She was scheduled to have it removed at the hospital. The reported event was initially interpreted as device dislocation. However, upon follow up information, it was interpreted as uterine perforation post procedural. This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, including dislocation to distal fallopian tube or peritoneal cavity. Although, in this particular case, the exact mechanism of the event is unknown, considering its nature and close temporal relation with essure insertion (diagnosed at confirmatory hsg); causality with the suspect device cannot be excluded. This case was regarded as incident since surgical intervention will be required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 06-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and at confirmation test (hsg) essure coil was located outside of the fallopian tube. Another physician stated that perforation during insertion occurred. She was scheduled to have it removed at the hospital. The reported event was initially interpreted as device dislocation. However, upon follow up information, it was interpreted as uterine perforation post procedural. This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, including dislocation to distal fallopian tube or peritoneal cavity. Although, in this particular case, the exact mechanism of the event is unknown, considering its nature and close temporal relation with essure insertion (diagnosed at confirmatory hsg); causality with the suspect device cannot be excluded. This case was regarded as incident since surgical intervention will be required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs